Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red, irritated, and glossy, skin irritation under the therapy electrodes. There was no alleged device malfunction contributing to the irritation. The patient followed up with her physician, and the physician contacted zoll to request treatment options for the skin irritation. The physician advised the patient to use hydrocortisone on the irritation. Follow up indicated that the skin irritation improved.